Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a insulin flow blocked. Customer stated they were unable to troubleshoot at the time of call. Customer stated alarm occurred during fill tubing. Customer stated that event resolved by changing reservoir . The insulin pump will not be return for analysis.